Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that soon after intra-aortic balloon (iab) insertion, the universal sheath began to fill and show signs of inflation and deflation. The iab was replaced. There was no reported injury to the patient.

Event description:
It was reported that soon after intra-aortic balloon (iab) insertion, the universal sheath began to fill and show signs of inflation and deflation. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that soon after intra-aortic balloon (iab) insertion, the universal sheath began to fill and show signs of inflation and deflation. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
A visual investigation was performed on the video provided by the customer confirming a leak. The product was returned with the membrane completely unfolded and a no visible blood on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was found on the catheter tubing approximately 73.4cm from the iab tip measuring 0.127cm in length. The penetration found in the catheter tubing appears to have been caused by a sharp object. The evaluation of the video provided by the customer confirms the leak. We are unable to determine when the penetration may have occurred; it is likely that it caused the reported alarm and blood in tubing. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).